Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune pin puller won't grab pins, an attune tibial drill was missing depth stop holding ball and an attune tibial impactor broke into two pieces. There was a 5 minutes surgical delay reported. All broken pieces were retrieved from the patient.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirmed the reported event. Root cause and corrective action are documented in the CAPA system. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H6 patient code: no code available (3191) was used to capture prolonged surgery and insufficient information.